Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male patient had an area on his chest where the skin was broken and bleeding. It was later reported that this physician instructed him to use neosporin on the electrodes. Follow-up revealed that the neosporin helped the irritation and that the area was clearing up and not bleeding like before.

Manufacturer narrative:
Method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device, including the blue defibrillator gel.